Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Although the device has been returned, the evaluation report is not available. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image disappearing could not be determined. If additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
(B)(6). The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the video with the hd autoclavable camera head temporarily disappeared. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device inspection and update investigation results. The device was returned to olympus for inspection, and the device video temporarily disappearing was confirmed. Based on the results of the investigation, the root cause of the device video temporarily disappearing was when the cable moved. Olympus will continue to monitor field performance for this device.